Event description:
This is filed to report clip open. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4. It was noted prolapse posterior and rotated heart. Echo visibility was impaired due to anatomical challenges. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve, and the clip was placed without issue. However, during the deployment sequence, the clip opened to 20-30 degrees. The clip was deployed and remains stable on both leaflets. The clip is still opened to 20-30 degrees, but a decision was made not to implant anymore clips. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, a cause for the reported clip opening while locked could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.